Event description:
The international customer reported the ventilator was not charging the backup battery. There was no patient involvement. The manufacturers service technician replaced the power supply.